Manufacturer narrative:
A ge representative evaluated the system and could reproduce the reported problem, found the patient had been mis-centered on the imager. System operates as intended.

Event description:
The customer reported poor image quality - intermittent dark images on lower limbs in vascular mode. No patient injury was reported.